Manufacturer narrative:
(B)(4). Concomitant medical products: 010000925, g7 hi-wall e1 liner 32mm c, 3929913 unknown, unknown cup, unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00423, 0001825034 - 2018 - 00422.

Event description:
It was reported that the patient underwent a revision hip procedure. Subsequently, the patient's liner fractured and dislocated. Three days later, unsuccessful attempts were made to do a closed reduction, and the patient was revised four days later. The cup, liner, and modular head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed the device had multiple forms of damage of the ring. The liner was shown to have become detached with heavy damage near the fracture sight. The head was found to have scratching and scuffing on the outer radius, device history record was reviewed and no discrepancies were found. The provided x-rays were reviewed and it was noted that the acetabular cup had an excessive lateral angle of inclination as well as anteversion. The left femoral head is dislocated anterolaterally. Bones are osteopenic. The liner fractured three times at the rim which indicate force when loaded on the room which caused the fracture, therefore the root cause of the liner fracture can be contribute to rim loading. Ringloc universal cup is not compatible with g7 liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.